Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. While inserting the device, it broke in the area of the guide. The pt was taken to surgery where the vascular surgeon performed a 3-4 cm incision to remove the device. A graft was placed to repair the artery. The pt has recovered without further incident.